Event description:
(B)(4). Since insertion of essure, I have had horrible pains in my lower abdomen, legs and back. I have vaginal bacterial infections constantly. I have numbness and tingling in my face, hands and feet. I have teeth crumbling. My vision blurs. I have bloating in my stomach. The cramps during my period are excruciating (I didn't have any cramping during menstruation prior to essure). I have dark circles around my eyes at all times. I develop constant hives on my knees and arms and sometimes throughout my entire body. I cant sleep for anything! I have weakness and nausea. I don't have any energy at all! I was diagnosed with a tia stroke in (B)(6) 2013.